Event description:
It was reported that a malfunction occurred on the pump, specifically labeled as malf 9. The issue caused the customer's blood glucose level to exceed 500 mg/dl, with the level indicated as ¿high.¿ to address the high blood glucose, the customer performed a correction injection via multiple daily injections and did not require third-party assistance. Technical support assisted the caller with resetting the pump, and after reset, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.